Event description:
This 54 year old female underwent bilateral subcutaneous mastectomies in 1978 for carcinoma prophylaxes with reconstruction with silicone implants. The patient has since developed complaints of difficulty swallowing and has a positive ana. She desires removal of the silicone implants. Gross exam: a fenestration is present on the margin of the right implant. A small amount of the filling material protrudes from this opening. The left implant appears ruptured, with cloth sponges stuck to a mass of glistening pale yellow viscous silicone-like material and a collapsed thin walled plastic sac consistent with a breast implantinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.